Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar \dissector was analyzed, and the complaint was not confirmed nor reproduced by failure analysis. The instrument passed all in-house testing, including recognition, engagement, full range of motion, grip operation, energy delivery, and electrical continuity, with no issues identified. An additional observation not reported by the site identified damaged conductor wire insulation at the yaw pulley, with exposed internal wires but no fraying or complete break. The instrument exhibited thermal damage to the yaw pulley, including charring and localized melting of both bipolar yaw pulleys between the grips, but passed the electrical continuity test. The probable root cause of the customer reported issue of spark cannot be determined as the issue was not reproduced during the failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the curved bipolar dissector instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the curved bipolar dissector instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed originating from the subject instrument during a dissecting task, with the yellow plastic part of the instrument appearing blackened as if burnt following the event. The instrument tips were in contact with tissue during activation, but no injury to the patient occurred, nor have there been any post-surgical complications reported. The instrument was inspected prior to use with no damage found, was connected properly, and did not collide with other instruments or touch staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated before activation. No photographic or video evidence is available for isi review.